Event description:
The customer reported the vitrectomy probe was difficult to insert in the system port. A posterior capsule tear occurred. Additional information received from the customer stated an unplanned anterior vitrectomy was performed for the posterior capsule tear. The event was not triggered by any particular action. No system messages displayed. The customer was able to complete the case with no patient injury noted. The patient's outcome was stated as good.

Manufacturer narrative:
The company service representative examined the system. The facility reported they were trying to insert the probe onto the black male connector. The company service representative replaced the male pneumatic connector. The change of the pneumatic connector was completed in between cases, so no functional check of the system was performed. A review of complaints for the last 24 months did not indicate any additional reports for this system. A review of complaint trends indicates no adverse trends for the reported complaint. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report was mailed to the FDA on: 09/05/2008.